Event description:
Perigraft fluid collection was evidenced after femoro-popliteal vascular reconstruction one year post-implantation. Drainage was performed to evacuate fluid collection. Graft was patent and remained implanted.